Event description:
The patient was admitted for a right thoracotomy, and right lower lobe lobectomy with mediastinal lymph node dissection. By her third postoperative day, her chest tube drainage had fallen off to only about 100 ml and chest tubes were removed. On removing the most posterior chest tube, as soon as the suture was cut, the chest tube fell into 2 pieces, the more proximal piece being retracted up into the soft tissues. Attempts were made to try to retrieve the tube at the bedside. The attempts were unsuccessful, the patient was returned to surgery on october 5, 2008, for retrieval of the chest tube. The thoracotomy wound was opened up and the chest tube was seen sitting between the ribs in full view. It was easily removed with a clamp and a second chest tube reinserted. The patient's wound was closed. She was returned to the surgical floor where she was treated with bedrest and oral and parenteral pain medicines. The epidural catheter had been removed the previous day. The patient did very well overnight, having only 100 ml of chest tube output, and it was removed on her fourth postoperative day. There were no complications.